Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
The mother reported a pod that had to be removed early due to high blood glucose (bg) levels while at diabetes camp. The pod had been worn between 4 and 24 hours on the leg. The night before the incident ((B)(6) 2019) they applied a new pod and her bg was at 298 mg/dl. By midnight ((B)(6) 2019), her bg was up to 339 mg/dl. At 3am bg was at 242 mg/dl. At 8am she was back up to 303 mg/dl and then at 9am she was 350 mg/dl. When her bg levels were not going down, the camp counselors took her to the on-site endocrinologist. While experiencing the high bg levels, she tested her ketones two times; both tests were negative. The doctor told the counselors to administer 6 units of humalog insulin and to change the pod site. Mother stated that after changing the pod the situation was addressed and her daughter was fine. No other illnesses or symptoms were experienced. The mother stated that the cannula appeared bent when the device was removed. The pod was discarded at camp.